Event description:
The customer initially sent an email to complain about having the sensors bent and only receiving the infusion set cannulas and not the tubing. The customer was called for follow up and the customer explained that he had issues with inserting the sensors and the cannula would bend. During the call, the customer reported that the other day he experienced high blood glucose at about 400 mg/dl and took a bolus correction. The customer drove home and when programing a bolus for dinner; the insulin pump suggested 17 units even though the screen was showing active insulin. He stated this happened a couple of times after that as well. He has not been wearing the insulin pump since then and is treating with manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.